Event description:
This customer reported high impedance messages while testing the device with paddles.

Manufacturer narrative:
(B)(4): this customer reported high impedance messages while testing the device with paddles. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.